Event description:
Discordant advia centaur troponin ultra results were obtained on samples from two different patients when tested on two instruments. Results were negative on one instrument and positive on the other instrument, with one positive result retesting as negative. The negative results were reported to the physician as the negative results aligned with patients' clinical pictures and histories. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced diluter syringes, adjusted sample syringe, checked probe alignments, verified acid, base and aspirate dispenses. Patient samples and diluent were run in replicates of eight and showed good precision. The quality control was run with acceptable results. The cause for the discordant advia centaur troponin ultra results is unknown. No conclusion can be drawn. The instrument is performing within specification.